Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part number: 03.221.015, synthes lot number: p122758, supplier lot number: p122758, release to warehouse date: 11-jul-2012, manufacturing site: synthes monument , supplier: (B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. H3, h6: a product investigation was conducted. The customer reported the cable tensioner with pistol grip did not tension. The repair technician reported the device required further testing at the vendor. Lube/oil/clean is the reason for repair. The cause of the issue is unknown. The internal spring of the device was lubricated. The item was repaired per the inspection sheet, passed synthes final inspection on 28-march-2019 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the cable tensioner with pistol grip did not tension the cable during a total hip arthroplasty. There was no surgical delay due to having a second tensioner available. Procedure was successfully completed .

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the cable tensioner with pistol grip did not tension the cable during a total hip arthroplasty. A second device was available to use during the procedure. There was no surgical delay. There was no patient harm. Concomitant devices: cable/wire (part: unknown; lot: unknown; quantity: 1). This report is for a cable tensioner with pistol grip. This is report 1 of 1 for (B)(4).